Event description:
Instrument broke during laparoscopic cholecystectomy surgery. Pt was x-rayed after surgery to determine if a piece of instrument was left in pt. X-ray was positive. Pt had second surgery to remove piece of instrument. Surgery was successful and pt did not experience any complications.